Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit and software were replaced. The unit was returned to service.

Event description:
The hospital reported, upon power-up, that the unit had no display; an audible system reset alarm occurred during this time. The unit could not mechanically ventilate. There was no report of patient involvement."